Manufacturer narrative:
The product was not returned for analysis. Batch record review was performed and revealed that: the lot was manufactured according to the prescribed manufacturing instructions applicable for this product. No deviations occurred during the manufacturing process. All sterilization records related to this lot were reviewed, no deviations occurred. All sterilizations were performed within the validated parameters, thus assuring sterility of the sterilized products and materials. The conditions of the aseptic filling area were within specifications during the filling of this lot. There was no growth of the microbiological samples taken during the filling operation, the particle count results were within specifications and the overpressure of the filling room was maintained during the complete filling operation. All analytical results for raw materials, components, intermediate products and finished product were within specification. The sterility test record was reviewed in detail. No deviations were reported in the record. The result of the test was within the specification. The batch size of the entire lot was 14,958 units. The 5450 units were supplied to (B)(6). (B)(4). No other market complaints related to the entire lot were reported. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during microbiological analysis, the product was suspected of having aerobic spores present.